Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147425 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 147425 and test base part number 195-430h / lot 141443a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147425 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed with a new sample and that generated positive results. Confirmation testing was performed with pcr and that generated negative results. Per the consumer, the patient was symptomatic. No additional patient information, including treatment and outcome was provided.